Event description:
A customer reported receiving a minimum fill notification related to their insulin pump. There was no adverse impact on the customer's blood glucose level. Cts educated caller of the cts minimum fill recommendation for their pump. Cts instructed caller to add insulin to the same cartridge. The customer was advised by technical support to add more insulin to the same cartridge due to the minimum fill recommendation, but they were unable to complete the loading process since only 60 units were available. The customer planned to contact their healthcare provider for backup methods.